Event description:
Pt contracted gram negative pseudomonas meningitis after surgery and had to be hospitalized. Although the or staff did not isolate this tray as a single causative factor, they are reporting all products used during the procedure as suspects for the reported infections case.